Manufacturer narrative:
The following fields were updated due to corrections: b5: describe event and h6: investigation summary: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short needle insulin syringes 1ml the cap had black residue, possibly dried blood. The following information was provided by the initial reporter: verbatim: anonymous end user has gotten multiple boxes of syringes from a "machine" outside of xxxxx xxxx youth centre (couldn't remember exact location). Possibly a part of a needle exchange program they noticed the issue a few ago, on a few occassions but couldn't recall exact time/dates they have a number of samples available, no photos. When they got the syringe out of the box and removed the cap, the cap had black residue, possibly dried blood. The needle tip was also bent due to being so squashed inside the box. Also, one tip broke in the past.

Manufacturer narrative:
H.3. Unable to perform complaint lot history check for needle bent due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. A review of risk management 150rmn-0001-16 revision 16 indicates that the potential risk of this specific reported incident (syringe, needle bent) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short needle insulin syringes 1ml.